Manufacturer narrative:
A review of intuvie¿s service records was conducted, and no prior service records associated with the reported failure mode were identified for pump sn (B)(6). Complaint history was also reviewed, and no previous complaints related to the reported failure were identified. The ground resistance failure was identified during routine preventive maintenance testing and was corrected by replacement of the power filter module. Following corrective action, the device met specifications. Probable cause is component failure of the power filter module. Refer to (B)(4) for all details.

Event description:
Pump sn (B)(6) was returned to intuvie for routine preventive maintenance. During electrical safety testing, the device failed the ground resistance test, measuring 0.411 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The issue was identified during preventive maintenance only and was resolved by replacement of the power filter module. No patient involvement or adverse event was reported.